Event description:
It was reported that on implanting the preloaded intraocular lens(iol) into the patient's left eye, the surgeon had noticed a crack in the center of the lens. So the defective lens was explanted with the intraocular scissors. Vitrectomy was required. Surgery was completed with no complications. There was incision enlarged and sutures required. There was delay in the procedure. The patient was okay. From additional information it was learnt that it was unknown if the crack in the lens was due to use error, as the surgeon was inexperienced with using dib00 inserter but also claimed that the lens was defective, which could also be true. The lens was removed and replaced with the same model and diopter lens in the same procedure. There was no harm or injury to the patient. No other information is available.

Manufacturer narrative:
Section: a3b and a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.